Event description:
It was reported to medtronic minimed that the customer reported an insulin flow block. The customer reported no adverse event.the event involved product mmt-1780kpk. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1780kpk and insulin pump was retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment during testing, however, a cracked retainer ring was noted during visual inspection. No delivery alarms were not noted during testing. Programmed pump to delivery a 2.0 u cannula, and pump properly delivered a 2.0 u cannula. Successfully downloaded pump history files and traces using thus software. Pump alarmed 4 no delivery alarms on the event date of 06/25/2019 at 08:42:22.000, 12:37:06.000, 12:43:34.000, and 14:49:54.000 during bolus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (22.2 mv). The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked retainer, and pillowing keypad overlay. No delivery/occlusion alarm during therapy was not confirmed during testing. Retainer ring damage was confirmed during visual inspection. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.